Manufacturer narrative:
Since the original report was filed the investigation has concluded. The cause of the thrombus observed at the explant of the pump was patient condition related. There was biomaterial buildup within the pump. The failure mode will be monitored and trended. D4: UDI information corrected.

Manufacturer narrative:
The investigation for the reported high purge pressures has been completed. Data logs showed high purge pressure alarms triggered after a 3-hour purge pressure rise, and the condition persisted for the remainder of support. During the purge rise, pump flow became saturated and the motor current became less pulsatile, indicative of biomaterial buildup on the impeller and within the purge gap. The device was returned for evaluation. During the device evaluation, the high purge pressure was reproduced when running the purge when the biomaterial was removed from the purge gap, the pump purged successfully. Therefore, it was determined that the cause of the high purge pressure was biomaterial buildup occluding the purge gap. This report is being filed as part of a retrospective review of historical records. H6-medical device problem code, component code, investigation conclusions.

Event description:
It was reported that there were high purge pressures. Tissue plasminogen activator (tpa) was attempted but the pump ultimately had to be removed to avoid a pump stop while in use.

Manufacturer narrative:
The medical center has returned the impella pump product for the benchtop analysis and testing. The investigation is on-going at this time. Upon completion of the investigation, a final report will be forthcoming. Of note in the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center had an impella 5.5 supporting a patient awaiting transplant for over 44 days when due to rising purge pressures the pump was removed. This was to explant prior to any chance of an unexpected pump stop. They had additionally troubleshot with tpa in purge. At the time of explant the team observed thrombosis at the graft insertion site of the pump. The team consulted with vascular surgery and conducted a thrombectomy.